Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump is malfunctioning and causing him to lose vision in his left eye and has resulted in him having to go on dialysis. Patient reports he went into coma with a blood glucose (bg) over 600 mg/dl and was hospitalized in (B)(6) 2013, due to pump allegedly not delivering insulin. Treatment was IV insulin drip. Patient refused to conduct any troubleshooting and refused a replacement pump. It was unclear if patient is currently using the pump. Customer support (cs) advised patient to use an alternate form of insulin delivery if he believes the pump is not delivering. This complaint is being reported because the patient experienced hyperglycemia due to an alleged non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.